Event description:
A malfunction was reported on the pump by the caller, but no notable events preceded this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump after providing relevant information, and the customer was instructed to continue using the pump. The caller agreed to contact support if the malfunction code recurs.